Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: a synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 20-sep-2021. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment, but was unable to cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.